Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular (lv) lead had dislodged. X-ray was performed which confirmed the dislodgement. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital for a procedure. During the procedure, it was noted that the left ventricular (lv) lead had dislodged. X-ray was performed which confirmed the dislodgement. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.